Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/pain/severe and persistent pain/cramping in pelvic region/chronic pelvic pain in female"), adenomyosis ("adenomyosis"), cervicitis ("chronic cystic cervicitis") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a (B)(6) female patient who had essure (ess205) (batch no. 624497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included smoker, parity 1 and abortion. She did not allege that essure caused birth defects. She had no known heart or lung disease. No allergies. Concurrent conditions included morbid obesity, d & c (d&c for miscarriage), latex allergy since (B)(6) 2016, gravida ii and human papilloma virus infection since (B)(6) 2016. Family history included type 2 diabetes mellitus (mother) and heart attack (father). Concomitant products included salbutamol (albuterol inhaler) since 2011 for asthma, medroxyprogesterone acetate (depo-provera) from 2008 to 2017 for cramp in lower abdomen as well as beclometasone dipropionate since 2011, cyclobenzaprine from (B)(6) 2014 to (B)(6) 2014 and pantoprazole since 2012. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("severe cramping/cramping in lower stomach") and platelet count increased ("elevated platelets"). In (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition (digestive I now have acid reflux)"). In 2009, the patient experienced hot flush ("hot flashes"), night sweats ("night sweats"), weight increased ("severe weight gain") and libido decreased ("lack of sex drive"). In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced depression ("depression"), dental caries ("tooth decay") and hiatus hernia ("small hiatal hernia"). In 2012, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2012, the patient experienced cervical dysplasia ("cervical dysplasia") and endometriosis ("endometriosis"). In 2015, the patient experienced allergy to metals ("nickel allergy/noticed she was reacting to metal bracelets, skin would change to a greenish color"). In 2017, the patient experienced adenomyosis (seriousness criteria medically significant and intervention required) and cervicitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), white blood cell count increased ("blood disorder/blood disorder my wbc count stayed elevated"), tooth disorder ("dental problems"), genito-pelvic pain/penetration disorder ("cramping in vaginal area") and vulvovaginal pain ("pain in the vaginal area"). The patient was treated with esomeprazole magnesium (nexium), antibiotics, tolnaftate (antifungal), surgery (underwent robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy), surgery (underwent robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (underwent robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, fatigue, alopecia, depression, abdominal pain lower, libido decreased and genito-pelvic pain/penetration disorder had resolved and the adenomyosis, cervicitis, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, hypersensitivity, bladder disorder, urinary tract disorder, white blood cell count increased, tooth disorder, dysmenorrhoea, gastrooesophageal reflux disease, hot flush, night sweats, urinary tract infection, vaginal infection, migraine, headache, nausea, allergy to metals, vaginal discharge, weight increased, ovarian cyst, dental caries, cervical dysplasia, hiatus hernia, endometriosis, platelet count increased and vulvovaginal pain outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure (ess205). The reporter considered abdominal pain lower, adenomyosis, allergy to metals, alopecia, bladder disorder, cervical dysplasia, cervicitis, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrooesophageal reflux disease, genito-pelvic pain/penetration disorder, headache, hiatus hernia, hot flush, hypersensitivity, libido decreased, menorrhagia, migraine, nausea, night sweats, ovarian cyst, pelvic pain, platelet count increased, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased and white blood cell count increased to be related to essure (ess205). The reporter commented: she did not sought medical treatment for tooth decay, hair loss, pain during intercourse, lack of sex drive, severe weight gain, nausea, vaginal discharge, hormonal changes: hot flashes, night sweats she did not have complications or problems that occurred at the time of your essure placement and during removal procedure. There were three coils remaining in the cavity and five coils were noted to be remaining in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: complete occlusion of bilateral fallopian tubes the uterine cavity was inspected . It was noted to be normal . Both tubal ostia were identified. Normal vagina mucosa small nulliparous appearing cervix 2.5cm diameter; uterus and adnexa difficult to assess secondary to body habitus. No palpable masses. Laparoscopy ¿ small uterus with normal appearing tubes and bilateral ovaries. Essure coils impression and palpable in bilateral proximal tubes. Normal appearing liver edge , stomach, bowel and anterior abdominal peritoneal surfaces. Essure confirmation test done: initial plain film of the medial pelvis demonstrates 2 metallic wires in the pelvis consistent with provided clinical history of essure procedure. The endometrial cavity was perfused in a retrograde fashion with iodinated aqueous contrast via a foley balloon catheter inserted through the cervical os by dr. Lindley. The endometrial cavity appears unremarkable. Both fallopian tubes appear to be completely occluded. No evidence of filling of either fallopian tube. On (B)(6) 2017 surgical pathology showed uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy:mild chronic cystic cervicitis. Inactive/suppressed endometrium, negative for endometrial hyperplasia. Adenomyosis of myometrium. Benign bilateral fallopian tubes. Pap smear exam, transvaginal ultrasound done. Concerning the injuries reported in this case, the following one/ones were reported via medical records:dysfunctional uterine bleeding. Most recent follow-up information incorporated above includes: on 1-feb-2018: pfs and medical records received: reporters added. The case got medically confirmed yes. The event abnormal vaginal bleeding,menorrhagia,hypersensitivity reaction,bladder disorder,urinary problems, wbc count stayed elevated and elevated platelets,dental problems,dysmenorrhea,dyspareunia,fatigue,acid reflux,hair loss,hot flashes,night sweats,bladder infections,urinary tract infection,vaginal infection,migraines,headaches,nausea,nickel allergy,depression,ovarian cyst,cervical dysplasia,endometriosis,vaginal discharge,severe weight gain,adenomyosis,chronic cystic cervicitis,tooth decay,severe cramping,lack of sex drive,hiatal hernia and cramping in vaginal area were added from pfs. Events dysfunctional uterine bleeding was added from medical records. Product lot number added. Concurrent condition,tretament drug and concomitant medication added.lab data added. Event outcome added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/pain/severe and persistent pain/cramping in pelvic region/chronic pelvic pain in female"), adenomyosis ("adenomyosis"), cervicitis cystic ("chronic cystic cervicitis") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 28-year-old female patient who had essure (ess205) (batch no. 624497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cigarette smoker, parity 1, abortion, grand multiparity, adenomyosis and dysfunctional uterine bleeding. She did not allege that essure caused birth defects. She had no known heart or lung disease. No allergies. Concurrent conditions included morbid obesity, d & c (d&c for miscarriage), latex allergy since (B)(6)2016, gravida ii, human papilloma virus infection since (B)(6)2016, asthma, cervical dysplasia, endometriosis, fatigue extreme, asthma, herniated disc, gerd and morbid obesity. Family history included type 2 diabetes mellitus (mother) and heart attack (father). Concomitant products included salbutamol since 2011 for asthma, medroxyprogesterone acetate (depo-provera) from 2008 to 2017 for cramp in lower abdomen as well as beclometasone dipropionate since 2011, cyclobenzaprine from (B)(6)2014 to (B)(6)2014 and pantoprazole since 2012. In 2008, the patient experienced abdominal pain lower ("severe cramping/cramping in lower stomach") and was found to have platelet count increased ("elevated platelets"). In august 2008, the patient had essure (ess205) inserted. In (B)(6)2008, the patient was found to have white blood cell count increased ("blood disorder/blood disorder my wbc count stayed elevated") and experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue / severe asthma"). In november 2008, the patient experienced alopecia ("hair loss"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6)2009, the patient experienced loss of libido ("lack of sex drive"). In (B)(6)2009, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition (digestive I now have acid reflux)"). In 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), hot flush ("hot flashes") and night sweats ("night sweats"). In (B)(6)2009, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6)2009, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("severe weight gain"). In 2010, the patient experienced tooth disorder ("dental problems"), depression ("depression"), dental caries ("tooth decay") and hiatus hernia ("small hiatal hernia"). In 2012, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6)2012, the patient experienced cervical dysplasia ("cervical dysplasia") and endometriosis ("endometriosis"). In 2015, the patient experienced allergy to metals ("nickel allergy/noticed she was reacting to metal bracelets, skin would change to a greenish color"). In 2017, the patient experienced adenomyosis (seriousness criteria medically significant and intervention required) and cervicitis cystic (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), genito-pelvic pain/penetration disorder ("cramping in vaginal area"), vulvovaginal pain ("pain in the vaginal area"), adnexa uteri pain ("ovarian pain") and abdominal pain upper ("stomach apian"). The patient was treated with antibiotics, antifungals, esomeprazole, biopsy noncancerous,planned to observe and monitor and surgery (underwent robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, adenomyosis, cervicitis cystic, vaginal haemorrhage, menorrhagia, white blood cell count increased, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, alopecia, hot flush, night sweats, urinary tract infection, vaginal infection, migraine, headache, nausea, allergy to metals, depression, vaginal discharge, weight increased, ovarian cyst, dental caries, abdominal pain lower, loss of libido, cervical dysplasia, genito-pelvic pain/penetration disorder, vulvovaginal pain and adnexa uteri pain had resolved and the dysfunctional uterine bleeding, hypersensitivity, bladder disorder, urinary tract disorder, tooth disorder, hiatus hernia, endometriosis, platelet count increased and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure (ess205). The reporter considered abdominal pain lower, abdominal pain upper, adenomyosis, adnexa uteri pain, allergy to metals, alopecia, bladder disorder, cervical dysplasia, cervicitis cystic, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrooesophageal reflux disease, genito-pelvic pain/penetration disorder, headache, hiatus hernia, hot flush, hypersensitivity, loss of libido, menorrhagia, migraine, nausea, night sweats, ovarian cyst, pelvic pain, platelet count increased, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased and white blood cell count increased to be related to essure (ess205). The reporter commented: she did not sought medical treatment for tooth decay, hair loss, pain during intercourse, lack of sex drive, severe weight gain, nausea, vaginal discharge, hormonal changes: hot flashes, night sweats she did not have complications or problems that occurred at the time of your essure placement and during removal procedure. There were three coils remaining in the cavity and five coils were noted to be remaining in the cavity. Discrepancy of date of removal= (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results: complete occlusion of bilateral fallopian tubes. Diagnostic results: the uterine cavity was inspected . It was noted to be normal . Both tubal ostia were identified. Normal vagina mucosa small nulliparous appearing cervix 2.5cm diameter; uterus and adnexa difficult to assess secondary to body habitus. No palpable masses. Laparoscopy ¿ small uterus with normal appearing tubes and bilateral ovaries. Essure coils impression and palpable in bilateral proximal tubes. Normal appearing liver edge , stomach, bowel and anterior abdominal peritoneal surfaces. Essure confirmation test done: initial plain film of the medial pelvis demonstrates 2 metallic wires in the pelvis consistent with provided clinical history of essure procedure. The endometrial cavity was perfused in a retrograde fashion with iodinated aqueous contrast via a foley balloon catheter inserted through the cervical os by dr. Lindley. The endometrial cavity appears unremarkable. Both fallopian tubes appear to be completely occluded. No evidence of filling of either fallopian tube. On (B)(6)2017 surgical pathology showed uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy:mild chronic cystic cervicitis. Inactive/suppressed endometrium, negative for endometrial hyperplasia. Adenomyosis of myometrium. Benign bilateral fallopian tubes. Pap smear exam, transvaginal ultrasound done . Concerning the injuries reported in this case, the following one/ones were reported via medical records:dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2018: plaintiff fact sheet received. Event abdominal pain upper & uterine pain were added. Historical & concomitant conditions & drugs were added. Product, patient & reporter information updated. On 11-dec-2018: plaintiff fact sheet received: concomitant & historical conditions drugs were updated. Product, patient &reporter information updated. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/severe and persistent pain/cramping in pelvic region/chronic pelvic pain in female'), perforation ('perforation '), adenomyosis ('adenomyosis'), cervicitis cystic ('chronic cystic cervicitis') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cigarette smoker, parity 1, abortion, grand multiparity, adenomyosis and dysfunctional uterine bleeding. She did not allege that essure caused birth defects. She had no known heart or lung disease. No allergies. Concurrent conditions included latex allergy since (B)(6) 2016, human papilloma virus infection since (B)(6) 2016, morbid obesity, d & c (d&c for miscarriage), gravida ii, asthma, cervical dysplasia, endometriosis, fatigue extreme, asthma, herniated disc, gerd and morbid obesity. Family history included type 2 diabetes mellitus (mother) and heart attack (father). Concomitant products included salbutamol since 2011 for asthma, medroxyprogesterone acetate (depo-provera) from 2008 to 2017 for cramp in lower abdomen as well as beclometasone dipropionate since 2011, cyclobenzaprine from (B)(6) 2014 and pantoprazole since 2012. In 2008, the patient experienced abdominal pain lower ("severe cramping/cramping in lower stomach") and was found to have platelet count increased ("elevated platelets"). On an unknown date, the patient had essure inserted. In (B)(6) 2008, the patient was found to have white blood cell count increased ("blood disorder/blood disorder my wbc count stayed elevated") and experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue / severe asthma"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced loss of libido ("lack of sex drive"). In (B)(6) 2009, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition (digestive I now have acid reflux)"). In 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), hot flush ("hot flashes") and night sweats ("night sweats"). In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("severe weight gain"). In 2010, the patient experienced tooth disorder ("dental problems"), depression ("depression"), dental caries ("tooth decay") and hiatus hernia ("small hiatal hernia"). In 2012, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2012, the patient experienced cervical dysplasia ("cervical dysplasia") and endometriosis ("endometriosis"). In 2015, the patient experienced allergy to metals ("nickel allergy/noticed she was reacting to metal bracelets, skin would change to a greenish color"). In 2017, the patient experienced adenomyosis (seriousness criteria medically significant and intervention required) and cervicitis cystic (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), genito-pelvic pain/penetration disorder ("cramping in vaginal area"), vulvovaginal pain ("pain in the vaginal area"), adnexa uteri pain ("ovarian pain") and abdominal pain upper ("stomach apian"). The patient was treated with antibiotics, antifungals, esomeprazole, biopsy noncancerous,planned to observe and monitor and surgery (underwent robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, adenomyosis, cervicitis cystic, vaginal haemorrhage, menorrhagia, white blood cell count increased, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, alopecia, hot flush, night sweats, urinary tract infection, vaginal infection, migraine, headache, nausea, allergy to metals, depression, vaginal discharge, weight increased, ovarian cyst, dental caries, abdominal pain lower, loss of libido, cervical dysplasia, genito-pelvic pain/penetration disorder, vulvovaginal pain and adnexa uteri pain had resolved and the perforation, dysfunctional uterine bleeding, hypersensitivity, bladder disorder, urinary tract disorder, tooth disorder, hiatus hernia, endometriosis, platelet count increased and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered abdominal pain lower, abdominal pain upper, adenomyosis, adnexa uteri pain, allergy to metals, alopecia, bladder disorder, cervical dysplasia, cervicitis cystic, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrooesophageal reflux disease, genito-pelvic pain/penetration disorder, headache, hiatus hernia, hot flush, hypersensitivity, loss of libido, menorrhagia, migraine, nausea, night sweats, ovarian cyst, pelvic pain, perforation, platelet count increased, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased and white blood cell count increased to be related to essure. The reporter commented: she did not sought medical treatment for tooth decay, hair loss, pain during intercourse, lack of sex drive, severe weight gain, nausea, vaginal discharge, hormonal changes: hot flashes, night sweats she did not have complications or problems that occurred at the time of your essure placement and during removal procedure. There were three coils remaining in the cavity and five coils were noted to be remaining in the cavity. Discrepancy of date of removal = (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: complete occlusion of bilateral fallopian tubes. Diagnostic results: the uterine cavity was inspected . It was noted to be normal . Both tubal ostia were identified. Normal vagina mucosa small nulliparous appearing cervix 2.5cm diameter; uterus and adnexa difficult to assess secondary to body habitus. No palpable masses. Laparoscopy ¿ small uterus with normal appearing tubes and bilateral ovaries. Essure coils impression and palpable in bilateral proximal tubes. Normal appearing liver edge , stomach, bowel and anterior abdominal peritoneal surfaces. Essure confirmation test done: initial plain film of the medial pelvis demonstrates 2 metallic wires in the pelvis consistent with provided clinical history of essure procedure. The endometrial cavity was perfused in a retrograde fashion with iodinated aqueous contrast via a foley balloon catheter inserted through the cervical os by (B)(6). The endometrial cavity appears unremarkable. Both fallopian tubes appear to be completely occluded. No evidence of filling of either fallopian tube. On (B)(6) 2017 surgical pathology showed uterus and bilateral fallopian tubes, hysterectomy. And bilateral salpingectomy:mild chronic cystic cervicitis. Inactive/suppressed endometrium, negative for endometrial hyperplasia. Adenomyosis of myometrium. Benign bilateral fallopian tubes. Pap smear exam, transvaginal ultrasound done. Concerning the injuries reported in this case, the following one/ones were reported via medical records:dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: ppf received event " perforation " was added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/pain/severe and persistent pain/cramping in pelvic region/chronic pelvic pain in female"), adenomyosis ("adenomyosis"), cervicitis cystic ("chronic cystic cervicitis") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 28-year-old female patient who had essure (ess205) (batch no. 624497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cigarette smoker, parity 1 and abortion. She did not allege that essure caused birth defects. She had no known heart or lung disease. No allergies. Concurrent conditions included morbid obesity, d & c (d&c for miscarriage), latex allergy since (B)(6) 2016, gravida ii and human papilloma virus infection since (B)(6) 2016. Family history included type 2 diabetes mellitus (mother) and heart attack (father). Concomitant products included salbutamol (albuterol inhaler) since 2011 for asthma, medroxyprogesterone acetate (depo-provera) from 2008 to 2017 for cramp in lower abdomen as well as beclometasone dipropionate since 2011, cyclobenzaprine from september 2014 to november 2014 and pantoprazole since 2012. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("severe cramping/cramping in lower stomach") and platelet count increased ("elevated platelets"). In (B)(6) 2008, the patient had essure (ess205) inserted. In november 2008, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition (digestive I now have acid reflux)"). In 2009, the patient experienced hot flush ("hot flashes"), night sweats ("night sweats"), weight increased ("severe weight gain") and loss of libido ("lack of sex drive"). In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced depression ("depression"), dental caries ("tooth decay") and hiatus hernia ("small hiatal hernia"). In 2012, the patient experienced ovarian cyst ("ovarian cyst"). In july 2012, the patient experienced cervical dysplasia ("cervical dysplasia") and endometriosis ("endometriosis"). In 2015, the patient experienced allergy to metals ("nickel allergy/noticed she was reacting to metal bracelets, skin would change to a greenish color"). In 2017, the patient experienced adenomyosis (seriousness criteria medically significant and intervention required) and cervicitis cystic (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), white blood cell count increased ("blood disorder/blood disorder my wbc count stayed elevated"), tooth disorder ("dental problems"), genito-pelvic pain/penetration disorder ("cramping in vaginal area") and vulvovaginal pain ("pain in the vaginal area"). The patient was treated with esomeprazole magnesium (nexium), antibiotics, tolnaftate (antifungal), surgery (underwent robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy), surgery (underwent robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (underwent robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on 25-jan-2017. At the time of the report, the pelvic pain, dyspareunia, fatigue, alopecia, depression, abdominal pain lower, loss of libido and genito-pelvic pain/penetration disorder had resolved and the adenomyosis, cervicitis cystic, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, hypersensitivity, bladder disorder, urinary tract disorder, white blood cell count increased, tooth disorder, dysmenorrhoea, gastrooesophageal reflux disease, hot flush, night sweats, urinary tract infection, vaginal infection, migraine, headache, nausea, allergy to metals, vaginal discharge, weight increased, ovarian cyst, dental caries, cervical dysplasia, hiatus hernia, endometriosis, platelet count increased and vulvovaginal pain outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure (ess205). The reporter considered abdominal pain lower, adenomyosis, allergy to metals, alopecia, bladder disorder, cervical dysplasia, cervicitis cystic, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrooesophageal reflux disease, genito-pelvic pain/penetration disorder, headache, hiatus hernia, hot flush, hypersensitivity, loss of libido, menorrhagia, migraine, nausea, night sweats, ovarian cyst, pelvic pain, platelet count increased, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased and white blood cell count increased to be related to essure (ess205). The reporter commented: she did not sought medical treatment for tooth decay, hair loss, pain during intercourse, lack of sex drive, severe weight gain, nausea, vaginal discharge, hormonal changes: hot flashes, night sweats she did not have complications or problems that occurred at the time of your essure placement and during removal procedure. There were three coils remaining in the cavity and five coils were noted to be remaining in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 3-nov-2008: complete occlusion of bilateral fallopian tubes the uterine cavity was inspected . It was noted to be normal . Both tubal ostia were identified. Normal vagina mucosa small nulliparous appearing cervix 2.5cm diameter; uterus and adnexa difficult to assess secondary to body habitus. No palpable masses. Laparoscopy ¿ small uterus with normal appearing tubes and bilateral ovaries. Essure coils impression and palpable in bilateral proximal tubes. Normal appearing liver edge , stomach, bowel and anterior abdominal peritoneal surfaces. Essure confirmation test done: initial plain film of the medial pelvis demonstrates 2 metallic wires in the pelvis consistent with provided clinical history of essure procedure. The endometrial cavity was perfused in a retrograde fashion with iodinated aqueous contrast via a foley balloon catheter inserted through the cervical os by dr. Lindley. The endometrial cavity appears unremarkable. Both fallopian tubes appear to be completely occluded. No evidence of filling of either fallopian tube. On (B)(6) 2017 surgical pathology showed uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy:mild chronic cystic cervicitis. Inactive/suppressed endometrium, negative for endometrial hyperplasia. Adenomyosis of myometrium. Benign bilateral fallopian tubes. Pap smear exam, transvaginal ultrasound done concerning the injuries reported in this case, the following one/ones were reported via medical records:dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.